Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
The patient repeated dislocation which was patient-induced. Then, the patient underwent revision surgery.